Manufacturer narrative:
Additional information: date of explant. An event regarding pain involving an unknown implant liner and unknown head was reported. The event was not confirmed. A visual, functional and dimensional inspection and material analysis could not be performed as no items were returned. No medical records were received for review with a clinical consultant. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
In reporting a revision of the patient's hip, the rep reported that the patient had been revised once before by the same surgeon due to pain. This pi is for the revision of the primary implant.

Manufacturer narrative:
The following devices were also listed in this report after the initial MDR was filed: unknown head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
In reporting a revision of the patient's hip, the rep reported that the patient had been revised once before by the same surgeon due to pain. This pi is for the revision of the primary implant.